Manufacturer narrative:
Corrected fields: b5. Describe event or problem, h6. Device codes and impact codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing and loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to undersensing and loss of capture (loc). A new lead was implanted. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.